Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, an exposed blade was found on the vessel sealer extend instrument. The procedure was completed with no reported injury. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "blade exposed". Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. The vse instrument was found to have dislodged blade. A visual inspection showed that the blade was exposed outside of the blade garage 0.095". Conductor wire damage and snake wrist damage was found. There was significant bio-debris found at the instrument tip. A review of remote log showed one blade exposed failure. The root cause of dislodged instrument blades is typically attributed to mishandling/misuse. The vse instrument was placed and driven on an in-house system. The instrument passed the homing self-test. The vse instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the knife slot test. Additional observation not reported by site that is related to the primary failure: the instrument was found to have self-test homing failure based on log review. This failure was a result of the dislodged blade failure of the instrument. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a bent knife cable. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a dislodged ceramic dot at the distal end. The dislodged material was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The vessel sealer extend instrument (part#480422-001/l#90220209 0196) has 0 uses remaining after last use. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, exposed blade was noted on the vessel sealer extend instrument. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.